Event description:
The manufacturer received information alleging a loss communication internal lithium-ion error code was found on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was being evaluated at the manufacturer service center then it was confirmed on the device. During the evaluation it was noted that the devices power management board had caused the error code to occur on the device. In conclusion, the device's power management board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the cord retainer was replaced for missing on the device, which was unrelated to the reportable issue. The handle needs replace for physical damage unrelated to the reportable issue. The device passed all final testing.